Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the crimped stent found that the proximal edge of the stent was bunched. As a result of this bunching the damaged proximal end of the stent was positioned at 4mm distal to the distal edge of the proximal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user/use error as the dfu states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via femoral artery. The moderately calcified, 80% stenosed target lesion was located in the mildly tortuous left circumflex (lcx) artery. A promus premier 32mm x 2.25mm stent was selected. Upon advancing, the stent would not cross the lesion. The stent was retrieved in the non-bsc guide catheter after few attempts. A lot of resistance encountered when the stent was re-entered in the guide catheter. Upon removal, the stent appeared crushed in the proximal part while still crimped on the delivery system. The procedure was completed with the non-bsc 2.25x30 mm stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via femoral artery. The moderately calcified, 80% stenosed target lesion was located in the mildly tortuous left circumflex (lcx) artery. A promus premier 32mm x 2.25mm stent was selected. Upon advancing, the stent would not cross the lesion. The stent was retrieved in the non-bsc guide catheter after few attempts. A lot of resistance encountered when the stent was re-entered in the guide catheter. Upon removal, the stent appeared crushed in the proximal part while still crimped on the delivery system. The procedure was completed with the non-bsc 2.25x30 mm stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).